Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for par kinson's dual and movement disorders. It was reported that the patient a low impedance of 64 ohms on contact 0-1 prior to a procedure. During the procedure, the device was removed twice, cleaned, dried, and the header was suctioned. After the procedure, there were low impedances on contacts: 0-2, 0-3, 1-2, 1-3, and 2-3. There were also high, out-of-range impedances on c-8, c-9, c-10, c-11 and 8-9. Contact 8-9 was reportedly being used for therapy. The patient had reportedly fallen a few times recently. It was noted they would check back with patient after a few days to see if the impedances had settled out. It was indicated that they might be able to program around the issue. The patient was programmed at 1.7 v, 140 pw, and 185 hz on the right and 2.5 v, 150 pw, and 185 hz on the left. Post-operative impedances (ohms) 0-2: 102 0-3: 50 1-2: 58 1-3: 84 2-3: 103 c-8: 2049/2303 c-9: 3675/4189 c-10: 2752/3543 c-11: 897/3029 8-9: 2907/2988.

Event description:
Additional information was received from rep. The rep stated they did not know the patient's weight. Additional impedance tests were done post operation with no changes in ranges. No further complications were reported as a result of this event. Pre-operative impedances @ 3.0v testing "out of range" (B)(4).